Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer alleged that nothing was pressing against the button. Additionally, it was reported that insulin was not observed to be exiting the cartridge pigtail. Reportedly, customer loaded a new cartridge on the pump to resolve the issue, and resumed insulin delivery with the pump. Customer's blood glucose level was above 400 mg/dl.